Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. (Expiration date 05/2019).

Event description:
It was originally reported that during preparation the j connector of the guide wire was allegedly absent. It was further reported that the device was not used and there was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed, as the device was not returned. However, one electronic photo was provided for review. The photo shows one of the two guidewire devices for the kit. The device appears to be intact with no issues the image of this guidewire does not provided any information about any defects or absence of the other guidewire. Based on the photo review, the missing j connector cannot be confirmed. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include component misplaced after kit opened and improperly packaged. Potential root causes listed in the fmea are improper training, personal fatigue, and improper material handling. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date 05/2019).

Event description:
It was originally reported that during preparation the j connector of the guide wire was allegedly absent. It was further reported that the device was not used and there was no patient contact.

Event description:
It was originally reported that during preparation the j connector of the guide wire was allegedly absent. It was further reported that the device was not used and there was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged missing component as no objective evidence has been provided to confirm any alleged deficiency with the kit. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include component misplaced after kit opened and improperly packaged; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date 05/2019).